Event description:
It was reported that a spectrum pump wireless battery module had a "board fried" condition. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "board fried". Evaluation paired the device with a known good spectrum pump and found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion rendering the unit in-repairable. The device was retired from service.